Event description:
It was reported that during an unspecified procedure, during inflation of the armada 14 balloon dilatation catheter (bdc), a shaft leak near the proximal hub end was noted and the pressure would not hold. It was noted that the bdc was successfully used in the procedure without reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed. It may be possible that the inflation device used during the procedure was not properly connected to the hub; however, this could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.